Event description:
I was sent a product recall on heat therapy pump by gaymar industries, the device recall stated that the plug can cause several different problems and that I had 4 devices in my facility at the time of the recall. I pulled my affected devices and looked for the problem plug by the descriptors given to me for the product with pictures to help identify the problem plug. All of my devices have the problem plug and the paper work was filled out and sent to gaymar. I had a representative call me and tell me that my devices are too old and that gaymar would not change out my plugs because my device was manufactured in 2008. I explained to the rep that I did not purchase my device until (B)(6) 2009 and that it is only 2 yrs old. The rep said it doesn't matter when it was purchased it was manufacture date and mine was manufactured in 2008 and it puts the device outside of the replacement time frame. Since the recall notice states that all affected items were distributed from 03/06/2006 to 07/27/2010 that leads me to believe that only a handful of devices will actually qualify for repair by gaymar's standards of manufacture date since my distribution was in 2009 but manufactured 1 year prior. I don't feel that since I purchased a defective device (B)(6) ago that I should have to take my device out of service and buy a new one because it was made 3 years ago. I want my plugs changed out for ones that will not burst into flames so I can continue to use my devices. I had a recall on another product of theirs for the same affected plug and it was taken care of without any problems and it was purchased the same year as these devices from the same manufacturer. The cost of the two devices were of course quite different but if they knew they had a bad plug they need to correct the problem not make someone purchase a new device.